Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces: connector portion measured to be 8.0 cm and distal portion measured to be 37.4 cm. External insulation abrasions that breached the outer insulation and exposed the outer coil consistent with friction to the device can was found at 5.6 cm to 5.7 cm from the connector pin and at 36.4 cm to 37.4 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.